Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) shocking lead impedance measurement for the right ventricular (rv) lead that was detected via the patient¿s remote monitoring system. The health care professional (hcp) stated that this patient would be continuously monitored. Attempts to obtain additional information was unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that an additional oor shock impedance measurements were recorded. Trouble-shooting options were discussed with the health care professional (hcp). There were no adverse patient effects reported. The system remains in service.